Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the up and down arrows on his device are not scrolling. The customer's blood glucose at the time of incident was 148 mg/dl. The customer was advised to discontinue use of the pump and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with an intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.